Event description:
Boston scientific received information that during a right ventricular (rv) lead repositioning procedure, it was very difficult to obtain an optimal position in this pacemaker patient's heart. No sensing and no pacing were noted at maximum outputs. An additional rv lead (same model) was attempted, but did not show an acceptable lead position. Several asystolic episodes were noted during lead repositioning and medication was given in order to increase the pacing rate. Finally, an acceptable lead position was established and the rv pacing lead was connected to the device; however, it is unknown which rv pacing lead was finally successfully connected to the device. Upon closing the pocket, this patient's blood pressure dropped dramatically and a code blue was called. A perforation of the heart wall was alleged and an echocardiogram revealed a suspected tamponade. A pericardiocentesis was performed and blood was removed, but the patient expired shortly after the procedure.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
At this time, there is not additional information available. Should additional information become available, this event will be updated. Clarification added, drugs were administered to increase the patient underlying rate.